Event description:
An end-of-service / end-of-life (eos / eol) message was reported, and a normal ins replacement was scheduled. Prior to going into the operating room the patient had normal impedance readings on both sides. Following the replacement the left lead was showing over 40,000 ohms on all pairs with 1, 2 and 3. C/0 was the only normal pair. It was noted that impedances were not tested prior to closing. The patient was getting a return of tremor with stimulation on. It was later reported that the hcp got clearance to bring the patient back, and it was determined that the wire was not all the way seated in the connector. When the wire was reseated impedances came back normal. It was later reported that the posterior extension was out of the header. The extension wire was cleaned and put back in and secured. All impedances were in range and the patient was getting therapeutic stimulation.

Manufacturer narrative:
(B)(4). Concomitant product: product ID neu_wrench_acc, lot# unknown, product type: torque wrench.

Event description:
Additional information stated the patient had a disconnected lead. It was unclear if they were refering to the extension that was not all the way seated. It was stated it was unknown if they had been properly connected at the time of implant.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v412717, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v398876, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was thought that the lead/extension had come disconnected due to a bad torque wrench.